Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or in the history. The total daily insulin deliveries history adds up correctly and reveals the user's programmed basal rates target every day. The pump was exercised for 24 hours and no alarms occurred during testing. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. The pump was opened and the power flex and the force sensor were tested for intermitting conditions or damage and no defects were found. There was no moisture ingress observed. There was no defect found. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas to report that his blood glucose reading has been higher than normal. Although he has been working with his endocrinologist to adjust his basal and bolus settings, his blood glucose reading has been higher than the normal. The patient did not want to complete troubleshoot and wanted to wait for his replacement pump to see if that would make a difference. The subject pump was requested back for investigation due to a keypad issue. This complaint is being reported due to a potential inaccurate delivery issue. There was no reported symptom or required hcp medical intervention to suggest a serious injury.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.